Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. (B)(4) the lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the proximal conductor was fractured, the distal conductor was distorted, the defibrillation coil was distorted, several conductors are distorted, there was blood/body fluid on all conductors (not obstructed), the defibrillation conductor was fractured (overstress), there was blood/body fluid on the outer tubing overlay, inner tubing kinked/buckled, outer tubing overlay melted, outer tubing overlay cosmetic environmental stress cracking, outer tubing environmental stress cracking breach (non-electrical), the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. Lab personnel also noted that the svc defib conductor fractured (overstress) at 32.5cm, explant damage. The device is part of the advisory for this model.

Event description:
It was reported that the 5076 lead exhibited increasing impedances and pacing thresholds. The lead was explanted and replaced. The 6949 lead was returned with no complaints and tested out of specifications. No patient complications have been reported as a result of this event.